Event description:
The rptr connected the device to a pt through combination electrodes. The operator powered up the device and pressed the push to analyze button. Reportedly, the device did not respond to actuation of the button. An als crew arrived on scene and used a lifepak 10 defibrillator/monitor/pacemaker to treat the pt. The pt was not resuscitated.